Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient had a total knee arthroplasty revised due to infection. During the revision, while tapping out stemmed tibial baseplate, the persona stubby stem extension became disengaged and remained in tibial canal. Surgeon was able to extract the stem extension.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.